Event description:
During ercp, while flushing dye and aspirating air bubbles through ercp catheter attached to 60 cc luer lock tip syringe, the end of syringe exploded and expelled dye mixed with bile all over the room; 2 physicians sustained eye and face exposure; 5 others in room had face, neck, arm exposure; eye irrigation for physician.